Event description:
Negative pressure wound therapy machine reported a display of warning canister full when it was not and had been exchanged earlier the same day due to the same message. Attempted to troubleshoot as advised by company and when machine was turned back on it malfunctioned again and gave the same alert, and changed settings itself to 160 mm/hg intermittent and could not be reset.